Event description:
Piston rod is stuck in mechanical part and did not work probably and the pen did not inject insulin [device failure]. Hyperglycemic coma [diabetic hyperglycaemic coma]. Case description: study ID: (B)(4) -outbound patient calls. Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk (B)(4) products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's height, weight and body mass index (bmi) not reported. This serious solicited report from (B)(6) was reported by a consumer as "piston rod is stuck in mechanical part and did not work probably and the pen did not inject insulin" with an unspecified onset date, "hyperglycemic coma" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus". Medical history included diabetes mellitus (type and duration not reported). Concomitant medications included - insulin. Patient suffered from hyperglycaemic coma as patient did not take her dose due to the problem in novopen 4. The patient complained from the problem in novopen 4 as the piston rod was stuck in mechanical part and did not work probably and the pen did not inject insulin. Action taken to suspected product novopen 4 not reported. The outcome for the event "piston rod is stuck in mechanical part and did not work probably and the pen did not inject insulin" was not reported. The outcome for the event "hyperglycemic coma" was unknown. Reporter's causality ( novopen 4) - piston rod is stuck in mechanical part and did not work probably and the pen did not inject insulin : unknown. Hyperglycemic coma : unknown. Company's causality ( novopen 4) - piston rod is stuck in mechanical part and did not work probably and the pen did not inject insulin : possible. Hyperglycemic coma : possible.

Event description:
Case description: investigation results. Novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated.-manufacturer comment updated. Manufacturer's comment: 22-may-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 581701. Evaluation summary: investigation results novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.